Manufacturer narrative:
A lumenis service engineer visited the site three (3) days after the reported event and examined the laser system. The engineer confirmed the display problem, replaced the lpu and display and the problem was solved. The engineer performed safety checks and after verifying the system is working within manufacturer specifications the system was returned to the facility safe and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 21-jun-2017 and installed at the customers site on 18-jul-2017. A review of subject device product risk file (rd (B)(4)) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within a full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. According to the gso expert based on the age of the system, wear could have likely played a role in this failure. Therefore, no additional corrective or preventive action is determined necessary. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a ureteroscopy w/holmium lithotripsy procedure in which a lumenis pulse 120h laser was being utilized, the display went blank/white. Unable to continue with the system an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.